Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified, during investigation a different issue was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.